Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation- it has not been received.

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where the customer reported a leakage during infusion. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm in the event.

Manufacturer narrative:
D9 - date returned to mfg: 5/15/2024. The reported complaint of a leak was confirmed on the returned set. An image was provided by the customer indicating the area of the leak. No visual anomalies were observed on the returned set. The transducer was electrically tested, and the transducer was not able to be zeroed. The set was primed, and pressure leak tested, and a leak was observed from the walls of the blue housing. There would be a leak from the walls of the blue housing only if there is a leak inside the blue housing. When the transpac was cut open, corrosion was observed inside the blue housing. The microchip was loose, and a part of the gel cup got inside the blue housing. This could lead the transducer to stop monitoring. The probable cause of the gel cup which got inside the microchip had occurred due to over pressurizing of the set during use. The probable cause of the corrosion had occurred due to fluid ingress inside the blue housing during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.